Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to lack of pain relief. The explanted device will not be returned as it was retained by the medical facility.